Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 1388ml. The largest prescribed fill volume was 2000ml, this information gave a drain volume of 3388ml, which meets iipv criteria. Product surveillance contacted the patient's nurse on (B)(6) 2010 regarding the iipv found during evaluation. According to the nurse the patient was seen on (B)(6) 2010. The nurse was not aware of the iipv as the patient did not report it to her. Additionally, the patient did not report any symptoms of overfill. Per the nurse the patient has resumed therapy successfully, however, was then placed on hemodialysis in preparation for a transplant. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain as one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).